Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating with server. A technical support specialist (tss) advised customer to reboot the device. After reboot, the login was quick and the issue was resolved. The tss confirmed that the logins now seem to be quick after reboot. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis was running very slowly, and it took a very long time for the biometric identifier to work or sign in. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.